Event description:
Pt reported pump issue where pump malfunctioned by showing down occlusion error. Rph asked her to check tubing flow, any kink in the tubing etc. But she is an experienced pt and checked all of the things but everything okay per her. Rph also asked her to check the down occlusion on the pump but she could not able to click anything on that or change anything -pump did not ask for any unlock code as well. She reported she started an infusion an hour ago and infused approx. 120 ml and 90 ml volume still in the bag. Rph provided her option for manual push but she did not have any supply items including the syringes. She denied doing that. Indication: common variable immunodeficiency, unspecified. Patient did experience an interpterion and missed dose. No adverse event(s) reported due to product issue. Troubleshooting was completed and unable to resolve issue. Device is available for return. Pump serial number: (B)(6). Reported to (B)(6) by: patient/caregiver.